Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is (B)(6). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 100 syringe 10ml ls 21x1-1/2 dn india bp contained foreign matter. The following information was provided by the initial reporter: "clearly visible foreign particles, dust & insects inside the sealed pack"

Event description:
It was reported that 100 syringe 10ml ls 21x1-1/2 dn india bp contained foreign matter. The following information was provided by the initial reporter: "clearly visible foreign particles, dust & insects inside the sealed pack".

Manufacturer narrative:
Investigation summary: photos were received by bd for evaluation. A quality engineer was able to review the photos of emerald 10ml from lot # 0266495 regarding item # 303083 with the reported issue of ¿clearly visible foreign particles, dust & insects inside the sealed pack¿. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 0266495. No samples and six photographs were received from the customer. Bd bawal has retention samples to investigate the reported defect and the retention samples of 0266495 of emerald 10ml were used to simulate the reported defect and investigate the complaint. The investigating team reviewed the DHR to check for any breakdown on machine that could cause dust particle during assembling of syringe parts, no such issue found in the documented history record. The investigating team also reviewed the process of 100% inspecting verification that is performed after every preventive maintenance for segregating the defective products that can be generated post pm and no issue found. The defect is not confirmed as there is no sample and only photographs available. Based on the photo(s) received the investigation concluded that bd was not able to duplicate or confirm the indicated failure.